Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. One haptic is broken in the gusset area (not returned). The lens was cleaned with klrp for further evaluation. A small crack is observed in the center of the optic. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power and resolution inspection was conducted with acceptable results. The company lens diopter (add power plus 2.2 or plus 3.2) lens was replaced with a non company lens with an extended depth of focus and a 22.5 diopter. The file states the clinical reason for the explant was the patient's astigmatism(lri). File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had experienced blurry vision. The iol was exchanged for non company lens model 3 months and 9 days after the initial implant procedure. Clinical reason for explant was reported as astigmatism. The patient underwent astigmatism limbal relaxing incisions procedure. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been received and stated that there was no patient harm.